Event description:
A caller reported damage to a tandem charging cable, which was only occasionally functional. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by arranging for replacement of the damaged charging supplies with a two-day shipping service.